Event description:
Caller reported compact plus system blood glucose results 68 mg/dl and 236 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.